Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2022-06131. It was reported that during an implant procedure on (B)(6) 2022 to place additional leads for new pain, it was discovered that the patient's previously implanted leads had migrated to the battery site. As a result, the two migrated leads were explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.